Event description:
On (B)(6) 2010 an elevate apical and anterior graft was implanted to treat patient¿s vaginal prolapse. On (B)(6) 2010 the patient was examined and found to have a recurring apical prolapse. On (B)(6) 2011 the patient had an additional mesh implant procedure to repair anterior and posterior enterocele and posterior vaginal prolapse.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.